Event description:
On 06/30/2022, hcp reported that a patient had molded pdo thread implanted in the lower face just below the ear, but the pdo thread migrated. On 08/03/2022, after consecutive attempts to gather information, hcp confirmed the pdo thread was removed mentioning it was smooth upon retrieval. Hcp didn't disclose any further details or patient status.